Manufacturer narrative:
This lot was manufactured december 1, 2016 ¿ december 2, 2016. One actual infusor unit was received for sample evaluation containing approximately 231 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor due to an air rock that was confirmed by the nurse prior to connection to the patient. There was no patient involvement. No additional information is available.